Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving bupivacaine (30 mg/ml at 8 mg/day) and dilaudid (1500 mcg/ml at 400 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and radiculopathy. It was reported the patient noted the pump "stopped." It was noted it wasn't clear if the patient meant it reached eos (end of service) or why she thought it stopped or if the patient was alleging a problem with the pump. It was noted no one alleged any therapy issues. The patient was having her scs (spinal cord stimulation) system explanted because she no longer wanted it so the reporter was not sure if perhaps that was why they decided to replace the pump at the same time. The pump was not being sent back. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.